Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the visits and orders. A technical support specialist performed to check the patient ID, found the patient was discharged, the patient needed to be readmitted, found that the order ID was also discontinued, found there was a delay in epic, advised the customer to inform about the delay message to epic team and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was an issue with the visits and orders. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.